Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Evaluation summary: it is assumed that the screws were loosened by repeatedly attaching and detaching the adapter to the aw connector. A service manual for changing the screw lock application position was issued on 11jun2021, and training was conducted at the service center.

Event description:
A/w connector is loosened. This event occurred at the time of during inspection. There was no report of patient harm.